Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim pump g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 range. Insulin injections or a bolus via the pump was used to address the high bg level. After the alarms, the customer would either change the supplies on the pump or change the infusion site. Tandem technical support had the customer perform a system check after the current occlusion and the infusion site appeared to be a possible cause of the occlusion. Reportedly, the customer was using apidra insulin in the cartridge. The customer reverted to using a non-tandem pump to manage diabetes.